Manufacturer narrative:
The surgeon/ authors cite osteolysis as the reactional cause for the device removal. However, the authors cannot discern the exact mechanism for this reaction; they offer hypothesis. Originally they suspected a foreign body reaction to the anchor material (titanium) and/or suture material (polyester); however, pathologic examination failed to support this hypothesis, they surmised that reaction to the device was unlikely. Several other hypotheses were considered; condition of the drilled bone hole, the steroid injection, and these hypotheses were considered also unlikely causes for the patient reaction. They then postulated on "mechanical stress" as the candidate precipitator of the reaction, and consider this hypothesis as the possibility. This report is established to capture a historical event. No further action is warranted.

Event description:
We received a case report from the surgeon / author's office. The article was submitted and received at the american association for hand surgery on 20 july 2009 / accepted: 23 september 2009 for publication. The article was published online october 14, 2009; hand doi 10.1007/s11552-009-9230-7. The subject matter of the case report is: "index radial collateral ligament repair with titanium mini-suture anchor: osteolysis complication of an underreported injury". The fixation device employed for fixation in the article is a mitek miniquick anchor plus. The case report details the sequence of events of an accident and subsequent treatment for a (B) (6) male, who at some point in time had a work related fall and sustained shoulder and hand injuries. Initially, the shoulder was treated surgically and the hand was treated conservatively with cortisone and buddy splinting. Approximately 17 months post injury, the patient presented to the surgeon / author's office complaining of constant and moderate pain with aggravation when manipulating the hand. Testing revealed some soft tissue damage, enough to indicate surgery for remedy. In early postoperative period , the patient complained of pain that resolved over several weeks. Patient underwent normal postoperative rehab. Twenty weeks post-hand surgery, patient presented with some usage restrictions; further testing, x-rays, indicated some cystic changes around the fixation device; further conservative treatment was employed, however, pain and tenderness in the anchor persisted. At 8 months post-op, there were clearly defined cystic changes on x-ray, and mris revealed further indicators. At this point, 10 months post-op, the fixation device was removed. Almost immediately (10 days), the patient experienced almost total relief of signs and symptoms. After 1 year, the patient was left with normal joint stability and no persisting pain.